Event description:
It was discovered during a pm that the 6800 system had an error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board and the monoblock were replaced during the service call. The system was tested and found to be working as intended and put back into service.